Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported as per medtwatch report # mw5091630 that the patient underwent a rod replacement surgery after rod breakage was discovered. On an unknown date, post-op, the patient went to get x-ray due to severe pain; and found that another rod had broken. A new surgery has been scheduled to be performed.